Event description:
A malfunction alarm with code malf 12 was reported by the customer, and cts provided information to reset the pump. However, the same malfunction code recurred despite the reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective measure, cts decided to replace the pump and instructed the customer to use mdi as a backup therapy to ensure uninterrupted insulin delivery. The customer was guided to store the malfunctioning pump and agreed to return it using a prepaid label within ten days.